Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta 3.6mg tubes had clotted during blood draw. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Event description:
It was reported that bd vacutainer® k2 edta 3.6mg tubes had clotted during blood draw. No report of injury or medical intervention. No report of blood exposure to mucous membrane.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. All samples were visually inspected for the presence of k2edta additive, and all tubes were found to contain k2edta spray coating on the inner walls of the tube. Following visual inspection, all samples were tested for the amount of the k2edta additive and all samples were within specification requirements. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to clotting as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for clotting with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta 3.6mg tubes had clotted during blood draw. No report of injury or medical intervention. No report of blood exposure to mucous membrane.